Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing did not fit the cartridge tubing securely. Customer's blood glucose level was 161 mg/dl. Customer changed out the infusion set and resume insulin successfully.